Event description:
It was reported that a product was slipped the thread when screwing to lock - intra operativ.

Manufacturer narrative:
B3 updated to (B)(6) 2020. Investigation results: visual investigation: the received screw shows wear marks on the bottom and a partially damaged thread. In the first step we investigated the hexagon of the screw. The hexagon shows no damages or deformations. In the next step we investigated the bottom of the screw. Here we found the typically circular wear of a not proper tightened screw, respectively a screw who was tightened over a not correct placed rod.. After that we checked the thread of the screw. The thread is partially sheared off. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There is one similar complaints against the same lot number(s). Conclusion and measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect or manufacturing failure on the basis of the device history records. The current failure rate is within the risk analysis and therefore acceptable. Based on the investigations and results of the (B)(4) report no CAPA is necessary.

Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with s4 set screw. It was reported that the product thread slipped when locking the screw. The screw was removed and another was used instead. The malfunction had only a mild impact on the patient; there was a 5 minute delay in surgery. The adverse event / malfunction is filed under aag reference (B)(4).